Event description:
It was reported that the pump reset unexpectedly. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On 08 september 2022, the distributor reported the additional information: the pump history was reviewed, and the unexpected reset was not confirmed. It was determined that the pump indicated a data log corruption on (B)(6) 2022. Medical device problem code 2959 removed.